Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was displaying error initializing collimator. The lower gantry skin and collimator cover were removed. The manufacturer representative (mr) observed the filter latter not moving upon boot up homing process. All connectors to the collimator were removed and reseated. The system was inspected for visual defect. There was no noted mechanical defect. The system was restarted and the collimator performed all movements appropriately. The system booted into 2d mode with no error. The system was rebooted several more times without issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imaging device was displaying stand alone mode after several minutes of both the image acquisition system (ias) and mobile view station (mvs) booted and connected. Multiple reboots were attempted and still received the same behavior. This system was currently down. There was no patient present when this issue was identified.